Manufacturer narrative:
(B)(4) -re-insertion. Evaluation summary: the device was returned for analysis. The stent damage and difficult to position with the guiding catheter were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, 90% stenosed, eccentric, de novo lesion in the distal left circumflex coronary artery. After pre-dilatation, the 2.5x33 mm xience xpedition stent delivery system (sds) was advanced; however, it failed to cross the lesion due to the patient's anatomy. After additional pre-dilatation was performed, the sds was advanced again, but still failed to cross the lesion and was removed from the anatomy. A guideliner was then used and the sds was again advanced; however, the sds experienced strong resistance with the guideliner. The sds was removed from the anatomy and the distal stent struts were found to be flared. The procedure was competed with another 2.5x33 xience xpedition. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Device analysis revealed a tear in the distal shaft of the device.